Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was not substantiated. The product left zimmer biomet conforming to specifications. The size of regular (currently 4mm) clamps was changed on (B)(6) 2011 from 17.60-17.50 mm to 18.60-18.50 mm. The size of small (currently 3mm) clamps was changed on (B)(6) 2011 from 16.60-16.50 to 17.60-17.50 mm. The customer was comparing older versions of size regular clamp with the new version and since the new version is larger, was assuming that the wrong size clamp was provided. The most probable root cause: the customer was unaware of the design changes the reported event has not been substantiated and does not satisfy the complaint description given it the complaints handling procedure, therefore, the mhr review is not relevant for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a customer ordered a 4 mm g-clamp. Subsequently, inside the packaging as a g-clamp marked with "r", which seemed to be a 3 mm clamp.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a customer ordered a 4 mm g-clamp. Subsequently, inside the packaging as a g-clamp marked with "r", which seemed to be a 3 mm clamp. The reference number was correct.